Event description:
Customer reported the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply and reseated pcbs. System operates as intended. (B) (4).